Event description:
Information received by medtronic that the insulin pump was over delivering. The customer blood glucose level was 3.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with food and glucose tablet. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging possible insulin pump was over delivery because customer getting a lot of hypoglycemia. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged low bgs on event date (B)(6) 2022. Unit passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment. Unit passed dat at 0.08725 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, battery tube threads - cracked and label damage (stained/faded serial number label). No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.